Event description:
It was reported that a leak at the tip of the occlusion balloon catheter was noticed during preparation. There was no patient involvement.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that a leak at the tip of the occlusion balloon catheter was noticed during preparation. There was no patient involvement.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Therefore an assignable cause could not be determined for this event.

Event description:
It was reported that a leak at the tip of the occlusion balloon catheter was noticed during preparation. There was no patient involvement.